Event description:
It was reported that the filter was failed to recapture. A 190cm filterwire ez was selected for carotid angioplasty. During the procedure, it was noted that the filter could not be recaptured. The device was removed and the procedure was completed with another of the same device. There was no harm to the patient.

Event description:
It was reported that the filter was failed to recapture. A 190cm filterwire ez was selected for carotid angioplasty. During the procedure, it was noted that the filter could not be recaptured. The device was removed and the procedure was completed with another of the same device. There was no harm to the patient.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the retrieval sheath, and the filter bag came back in deployed state. The sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function. However, the guidewire and the retrieval sheath were bent. Based on analysis of the returned product, the reported allegations could not be confirmed, since the delivery sheath was not returned, and retrieval sheath does not have a deploy function.